Manufacturer narrative:
There was no known patient involvement serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in an unknown city in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through literature review livanova became aware of nine (9) heater-cooler system 3t devices tested positive for ntm between june 2017 and march 2019 in seven (7) hospitals in (B)(6). The hospitals where these devices were in use were not stated in the article. There is no known patient involvement.